Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material/residual liquid observed leaking from the suction channel could not be identified and a definitive root cause of the issue could not be determined, however, it is possible that the foreign material remained in the device due to not being reprocessed/properly reprocessed before being returned to olympus. The event can be detected/prevented by following the instructions for use sections below: - gif-xz1200 series operation manual chapter 3 preparation and inspection - gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon evaluation of the returned gastrointestinal videoscope, foreign material was observed in the device suction channel. There was no patient involvement and no harm reported as a result of the event.